Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/4.5 mm balloon would not deflate after the second inflation to 18 atms. The first inflation was to 8 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90 stenotic lesion in the right coronary artery. The physician used a 6 fr heartrail jr4 guide catheter and a bmw .014 guidewire to cross the lesion. Initially, the quantum maverick monorail balloon could not cross the lesion, and was inflated to 8 atms in healthy tissue before being deflated successfully and removed from the body. A hinode bc 3.5/15mm balloon catheter was advanced across the lesion, dilation was carried out, and the catheter was removed. The quantum maverick monorail was then reinserted. It crossed the lesion and was inflated to 18 atms for 20 seconds, but could not be deflated. Negative pressure was applied and, after approx one minute, the balloon deflated completely and was removed from the pt. The procedure was completed successfully and no pt injuries or complications were reported. Pt status is reported as 'fine'.